Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while clipping cystic duct with er320, the jaw broke and fell into the abdominal cavity. The case was extended as the surgeon retrieved the jaw laparoscopically. Another instrument was used to complete the case.